Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user complained about intermittent, strange sound perceptions and on/off sensations when using the device. The changing sounds were experienced for the first time on (B)(6). The recipient was advised to not wear the audioprocessor. The device has been explanted.

Event description:
The bilaterally implanted user complained about intermittent, strange sound perceptions and on/off sensations when using the right side device. The changing sounds were experienced for the first time on (B)(6) 2018. The recipient was advised to not wear the audio processor. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The other observed damages are most likely attributable to the explantation surgery. The investigation results seem to match the symptoms mentioned in the patient report. This is a final report.